Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Product was discarded at hospital. Review of traceability and review of the device history records did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. From the information provided, the product history records, the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. The root cause is related to a user error during assembly of implant on inserter. As indicated into mobi-c surgical technique : step 9 _ take care to stop threading as soon as full contact is achieved to avoid premature opening of the peek cartridge and releasing the implant.

Event description:
Mobi-c p&f us: disassembly on inserter, prior insertion. It was reported by sales rep. That during a mobi-c surgery: the mobi c implant was put on inserter. Tech turned the knob too far and the implant disengaged onto the mayo stand in 3 pieces. A new larger implant (2mm deeper, per surgeon request) was opened up. There was no delay or complications incurred. New device was implanted perfectly. No surgery complication or patient impact occured.